Manufacturer narrative:
On (B)(6) 2020, after secondary review of the file, mentor became aware of errors in the initial report. Entry field d6 (implantation date) has been corrected, and the patient¿s left-sided capsular contracture has been updated to baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with two mentor smooth round moderate profile saline breast implants (375cc on left and 275cc on right) has experienced left-sided capsular contracture with firmness and severe pain, and unexplained systemic symptoms postoperatively; including muscle pain and weakness, recurring sinus infections, psychiatric issues, trouble eating, digestive issues, insomnia, stress, fatigue, hair falling out, anemia, joint pain, brain fog, difficulty recollecting times during the day, and bilateral breast pain that radiates to the armpit and down to the hand. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.